Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp rod, barrel clamp guide and tapered spring as a preventative measure. Performed calibration, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump did not recognize the syringe and had plunger issues. No patient injury reported.